Event description:
Penile implant removed due to infection. Culture obtained during procedure. Implant cleaned and retained by risk management. Patient was discharged in good condition. The device was not sent back due to the infection.